Event description:
It is reported that the hook of the inserter broke when the surgeon inserted the articular surface. The chip was left in the pt.

Manufacturer narrative:
This report will be amended when our investigation is complete.